Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found the following: the adhesive on bending section cover (a-rubber) had a chip, white-clouded area, and a scratch. The adhesives around objective lens and light guide (lg) lens had white-clouded area. The a-rubber, image guide (ig) protector, control unit, universal cord, protector of universal cord on control section side, distal end, and the connecting tube had a scratch. The cleaning, disinfection, and sterilization (cds) processing was performed by the customer prior to the device being returned to olympus for repair. There was no delay in the start of pre cleaning, the air / water nozzle was flushed with water and air, there were no abnormalities in the accessories used for reprocessing. The customer wiped / brushed the air and water nozzle with clean lint-free cloths / brushes / sponges, and it was unknown if the air / water nozzle was flushed with the detergent solution. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a foreign object came out of the nozzle. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 1 year since the subject device was manufactured. Based on the results of the investigation and the information provided, it could not be determined what the foreign material was. There was no damage to the area where the foreign material was detected, and it was unknown if reprocessing was performed according to the instructions for use (IFU). The event can be detected/prevented by following the instructions for use which state: instructions for gif-1200n, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif-1200n, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.